Manufacturer narrative:
An event regarding ceramic head fracture involving a alumina v40-femoral head 28mm, +0mm nk was reported. The event was confirmed. Device evaluation not performed as no items were received. The provided x-rays were submitted to a consulting clinician. Medical review confirmed fractured head on x-ray provided. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The investigation concluded the ceramic head fractured per x-ray confirmation by clinical consultant. The exact cause of the event could not be determined because insufficient medical records were provided. No further investigation for this event is possible at this time.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Patient dob, implant and explant dates were provided.

Event description:
The customer reported via the sales representative that the ceramic head of the hip implant allegedly fractured. The customer reported that the patient had not sustained any trauma. The customer reported that the patient required revision surgery. Update: femoral and acetabular components were well fixed. According to the patient, there was no trauma. He reached to get a spanner and heard a crack. The ceramic head was fractured into three pieces. Ceramic shell was intact. Revision surgery was done on (B)(6) 2014.

Event description:
The customer reported via the sales representative that the ceramic head of the hip implant allegedly fractured. The customer reported that the patient had not sustained any trauma. The customer reported that the patient required revision surgery.

Event description:
The customer reported via the sales representative that the ceramic head of the hip implant allegedly fractured. The customer reported that the patient had not sustained any trauma. The customer reported that the patient required revision surgery.